Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an empty cartridge alarm was received. Reportedly, the cartridge had insulin remaining at the time of the alarm. The cartridge was reloaded resolving the alarm. Customer's blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.